Event description:
Surgeon (occuloplastic surgeon) advised the pt experienced post-operative stroke following use of crs rotary mixer cement during volume augmentation in which the product leaked into the supraorbital fissure.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.